Event description:
Dentist called the sales rep advising that the tip of the saliva ejector had come loose. Dentist noticed this when placing in patient's mouth, so no harm was inflicted.

Manufacturer narrative:
We plan to change glue to an alternative glue after we have tested possible replacements thoroughly.